Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The device was not explanted and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis, stroke, and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6)2015 the patient was admitted to the hospital after experiencing dysphasia, left sided hemiparesis, numbness, and gait instability. A head CT scan was performed and the results were negative for cerebrovascular accident (cva). The patient's lactate dehydrogenase (ldh) began to rise to 700-800 u/l and the inr goal was increased to 2-3 utilizing coumadin and aspirin. The patient's normal inr goal is 1.8-2.2 and had been therapeutic prior to the event. On (B)(6) 2015 the patient experienced sudden mental status changes and a repeat head CT revealed an evolving cva. The patient's condition began to slowly decline. On (B)(6) 2015 the patient experienced left sided facial droop and significant changes in mental status. A CT scan performed on (B)(6) 2015 revealed a new, large infarct of the middle cerebral artery. Due to progressive neurological compromise and recurrent cerebrovascular accidents, the family elected for comfort care and the patient expired on (B)(6) 2015.